Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not turn black, no red color was seen, and the wire loop was not visible upon device removal. When the device was withdrawn from patient, the device was deployed outside the patient¿s body. The customer manipulated the device outside the body in order to determine the reason why it had not deployed internally. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure involved a 65-year-old male thrombectomy patient treated via an antegrade approach through the left femoral artery using a terumo sheath; pulsatile flow was observed, an audible click was heard when locking the indicator wire cowling, and standard withdrawal was performed at approximately 50¿55° after loss of pulsatile blood. The device had been stored in a cool place and used according to instructions; angiography confirmed femoral artery suitability with a vessel diameter <5 mm and no plaque, vessel tortuosity, nearby stent, significant stenosis, prior closure, or vascular abnormalities, and the patient¿s body mass index was <40. There were no difficulties in device connection, and no anomalies were noted during or after device removal. The device was returned with no visible damage.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator wire loop of a 7f exoseal vascular closure device (vcd) was not visible upon removal, and the indicator window did not turn black and no red color was seen. Manual compression was applied to achieve hemostasis. There was no reported patient injury. Pulsatile flow was observed, an audible click was heard when locking the indicator wire cowling, and standard withdrawal was performed at approximately 50¿55° after loss of pulsatile blood. When the device was withdrawn from the patient, deployment occurred outside the body, and the customer manipulated the device externally to determine why it had not deployed internally. The procedure involved a thrombectomy performed via an antegrade approach through the left femoral artery using a non-cordis sheath. The device had been stored in a cool place and used according to instructions; angiography confirmed femoral artery suitability with a vessel diameter <5 mm and no plaque, vessel tortuosity, nearby stent, significant stenosis, prior closure, or vascular abnormalities, and the patient¿s body mass index was <40. There were no difficulties in device connection, and no anomalies were noted during or after device removal. There was no visible damage on the device. One non-sterile exoseal vascular closure device 7f was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A non-cordis sheath of unidentified french size was returned inserted on the unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in indicator wire retraction and plug deployment as expected. Additionally, the indicator window black/white and red position was obtained. A high magnification evaluation was performed on the internal mechanism of the device. No abnormal conditions were observed. The reported event of ¿indicator wire deployment difficulty unable¿ was not observed through analysis of the returned device since the device was received with the indicator wire deployed. The cause of the reported issue could not be determined, especially since the condition of the device received did not match the event reported. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.